Event description:
It was reported that the patient underwent a surgical procedure to address scarring and tubing issues related to an inflatable penile prosthesis (ipp). No further details were provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with the inflatable penile prosthesis (ipp) experienced difficulty operating the pump, as it was hard to press. During the surgical procedure, it was determined that scarring caused by patient misuse contributed to the pump issue. A kink in the tubing was also identified. Once the kink was corrected, the prosthesis functioned properly. No further patient complications were reported, and no additional information was provided.